Event description:
End user alleges while operating the motorized wheelchair in reverse she stuck an object and the unit fell over on its side. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported operating the motorized wheelchair in reverse, struck an object and the unit fell over. The owner's manual warns, "always set the joystick / controller speed / response control to be consistent with the surrounding environment." In confined spaces and while learning to drive your power wheelchair, we recommend that the speed / response control be set to "minimum."